Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms, and "check therapy pad" and "adjust belt' messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an intermittently open pulse wire in the trunk cable. The root cause for the intermittently open pulse wire was excessive force on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "check therapy pad" and "adjust belt" messages and arrhythmia alarms